Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified the device has broken shell, creases, red particles material was found on the gel and missing shell. A weight test of the device was completed and the device was found to be underweight. A microscopic analysis was performed which identified broken shell with sharp edge and stress marks assessed as surgical impact opening and one opening striated. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp edge broken in the shell with stress marks due to surgical impact opening, one opening striated assessed as surgical damage, and missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device was explanted.